Manufacturer narrative:
Upon further evaluation, service found the forceps/instrument channel was damaged, buckled and deformed, and a leak was observed at the distal end of the channel. The adhesive on the rubber was cracked, and the connecting tube was scratched and buckling. The water removal was out of specification due to clogging of the nozzle. The ultrasonic echo signal/ultrasound image was defective with missing elements, due to damage on the ultrasonic cable. Scratches were observed on the acoustic lens and universal cord. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus demo asset device, evis exera ii ultrasound gastrovideoscope, was returned to an olympus service center with no complaint from the end user. Upon inspection and testing of the returned device, service found foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material in the forceps elevator remained due to insufficient reprocessing. However, a definitive root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.